Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices had pressure sensor failures. The hospital biomed indicated that they observed low voltage readings from the pressure sensor during the analog sensor test. This was reported to bd representatives during an on-site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an broken/failed sensor was not determined because no products or device logs were returned.

Event description:
It was reported that the devices had pressure sensor failures. The hospital biomed indicated that they observed low voltage readings from the pressure sensor during the analog sensor test. This was reported to bd representatives during an on-site visit. There was no patient involvement.